Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a nephrostomy stent implant procedure, the access wire tip detached within the patients left inferior renal pole during wire manipulations. The physician was unsuccessful in retrieving the wire tip with a vascular snare. Prolongation of hospitalization was necessary for continued observation. The physician states that a small piece of the wire was left within the patient's renal collection system. The patient was discharged to home and scheduled for a follow up appointment and possible intervention.

Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. The complaint is confirmed. The root cause was attributed to significant force being applied to the device during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.